Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that during surgery, the co2 pressure suddenly decreased as though someone had pushed the pressure button. It was further reported that this happened after the surgeon had stopped the unit and then hit the start button again. The button did not function properly.